Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet bionic pancreas generated an occlusion alarm and the user experienced hyperglycemia with blood glucose rising from approximately 160 mg/dl to 204 mg/dl within about 15 minutes; no leakage was observed, and the user replaced the infusion site, primed the tubing to drops, and resumed pump therapy. Symptoms included elevated blood glucose. Outcomes included no hospitalization, no professional medical intervention, no back-up therapy use, and no ketone testing. Investigation included troubleshooting and user education conducted by support, including site change and priming steps. Investigation of this case revealed a suspected insulin delivery interruption associated with an occlusion, but the specific cause remained unclear. It was concluded that the event involved hyperglycemia with cause unclear and that the device therapy continued after site replacement. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.